Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. The patient took the action of consuming more food and/or drink; she did not seek any medical attention. One week afterwards, the patient experienced the symptoms of sweating and dizziness; she did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter¿s battery as recommended by the manufacturer. The power issue was resolved with the insertion of a new replacement battery. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by not replacing the battery. However, as the patient suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.